Event description:
It was reported that during implant attempt, the lead was unable to capture due to patient anatomy. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed.